Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit started a long continuous beep before the screen froze and had stopped pumping during this time. The patients vitals did fluctuate slightly but remained stable. The units screen did not respond to any buttons when being pressed and then went black. Pump turned off at 12:34 and was reset and resumed at 12:43. Customer called for assistance and md was notified and en route bedside. Several nurses had been present at bedside to monitor pt. The unit was reset after being off for nine minutes, therapy was continued and there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions, h11.the following was performed by, sr service technician of the maquet failure analysis and testing dept. Wayne, the failure analysis and testing department received part video generator with a reported unit failure of monitor did not respond to any buttons being pressed then went black. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept department installed part video generator spv in the cardiosave test fixture and tested to factory specifications per procedure and cardiosave service manual. The failure analysis and testing department run the test for more than 2 hours and could not replicate the reported failure experienced by the customer. Sending the video generator to the supplier for further analysis per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for the board. Please see attachment. They stated: fct: touchscreen fail test (u41), suspected defective component: u41,probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).